Event description:
Savi scout marker was not recognized by the machine. Two probes and machines were used with the same results. Checks were preformed on the machines and they were found to be in working order. The vendor/rep was contacted; the surgeon spoke with the vendor. The vendor asked for the marker to be returned to be tested for defects by the company. The surgeon was able to complete the procedure using radiologic imagining. The savi scout clip was tested prior to implanting into the patient and was found to be detectable as documented by the implanting physician. Reference report #mw5151889.